Event description:
A sales representative reported on behalf of a customer that the 410-2000, surefit, dual dispersive electrode, contact quality monitor device was used in an endo case on (B)(6) 2025, and ¿apc machine was displaying an error code. Two separate cases, surgeon was "shocked" by the pads. No injury to patients.¿. The procedure was completed with the use of an alternate device, different lot number. There was a 2-minute delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Update/device evaluation: examination of the returned unused devices 4100-2000 found that when plugged into the system 5000 machine, the pads were read and worked as intended. No error code was displayed. Customer returned 121 unused and unopened devices and tested 13. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, none were confirmed. A two-year review of complaint history revealed there has been a total of two reports, regarding four devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not coil dispersive electrode cable or allow the cable to overlie other electrosurgical monitoring cables or equipment, as the unintended transfer of potentially harmful rf energy may result. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this contact may increase the risk of harm to the patient or operator. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 410-2000, surefit, dual dispersive electrode, contact quality monitor device was used in an endo case on (B)(6) 2025, and ¿apc machine was displaying an error code. Two separate cases, surgeon was "shocked" by the pads. No injury to patients.¿. The procedure was completed with the use of an alternate device, different lot number. There was a 2-minute delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 410-2000, surefit, dual dispersive electrode, contact quality monitor device was used in an endo case on 04jul25, and ¿apc machine was displaying an error code. Two separate cases, surgeon was "shocked" by the pads. No injury to patients.¿. The procedure was completed with the use of an alternate device, different lot number. There was a 2-minute delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, none were confirmed. (B)(4). Per the instructions for use, the user is advised the following: do not coil dispersive electrode cable or allow the cable to overlie other electrosurgical monitoring cables or equipment, as the unintended transfer of potentially harmful rf energy may result. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this contact may increase the risk of harm to the patient or operator. We will continue to monitor per regulatory requirements to help ensure patient safety.